Manufacturer narrative:
It was reported that air module is defective and needs replacement. Identification of issue has been done by analyzing problem description and service report. The device¿s logs have not been available for further evaluation. Based on provided problem description and the inspection of the device conducted by the technician, it has been clarified that compressed air only displayed a pressure of 2.1 bar, whereas the wall connections were checked and were showing 5.2 bar. The issue has been resolved by replacing o2 gas module and nozzle unit. The device was delivered to the user in working condition. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as the faulty gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient harm. There is no information when the issue occurred and if any alarm, test failure or technical error occurred due to reported malfunction. The root cause to the reported issue has not been determined. The correction of field usage of device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's air gas module was defective. There was no patient harm reported. Manufacturer's ref. #: (B)(4).